Manufacturer narrative:
Investigation summary: bd received 1 sample and 1 photo for investigation. The photo and customer sample were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. The black particles seen on the cap are carbonized polymer released during the cap molding process. This is a cosmetic defect with no impact on the efficiency of the tube. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was mold presence. The following information was provided by the initial reporter. The customer stated: "there seems to be a mold in/on the tube. Something "black" is seen on/in the tube."